Event description:
It was reported the patient presented remotely via merlin. Net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.